Manufacturer narrative:
Retainer ring = black device was received with a scratched case, a cracked keypad overlay, a cracked case behind the pump near the battery tube compartment and a pillowing keypad overlay. The test p-cap or reservoir does lock properly inside the reservoir tube. Unable to download insulin pump history, verify pump error 53 alarm, frozen screen and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Device was cut open to perform visual inspection and found corrosion on the da1, r17, r41 and j7 power connector. No corrosion found on the motor and vibrator assembly noted. The original electrical board 2 was installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the aa 1.5v battery and continue to download. Device passed the self test and no blank display or frozen screen noted. Device history download was successful using thus. Multiple pump error 61 alarm and pump error 53 alarm was found in the downloaded history files due to corrosion found on the electrical board 1. In conclusion, the insulin pump had a blank display, pump error 61 alarm and pump error 53 alarm due to corrosion found on the electrical board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had software error detected alarm and frozen display. It was stated that the insulin pump had pump error alarm and customer was not able to clear alarm. Then customer tried to remove battery and use a new one but insulin pump was not responding. Customer was advised to discontinue from the insulin pump at the quick release. Customer was calling back after installing a new battery, monitoring the insulin pump for 2 hours and frozen display recurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.